Event description:
The customer reported two (2) positive and two (2) negative quality control failures with ID now covid-19 2.0. There was no patient involvement. The customer stated the issue has been resolved.

Manufacturer narrative:
Further information was received from the customer stating the customer did not report or experience false positive or false negative test results. The customer was experiencing quality control (qc) test failures. There was no patient involved in the event and no risk of a false result occurring due to the qc test failures. Therefore, this event is not reportable. No further action will be taken regarding this report. H3 other text: single-use; device discarded.

Event description:
The customer reported four (4) unconfirmed false positive results with the ID now covid-19 2.0 assay. The customer provided one valid lot number and one invalid lot number but did not indicate how many results occurred with a specific lot. Confirmation testing was not performed. The customer confirmed there was no patient impact.

Manufacturer narrative:
The customer provided lot numbers m215520 and 215566, however, 215566 is invalid. This report is being filed on an international product, list number 193-000 that has a similar product distributed in the us, list number 192-000. The remainder of the investigation remains in progress. A supplemental report will be provided after completion or upon receipt of new information. Single-use; device discarded.